Manufacturer narrative:
Additional information: the customer reported that there is no patient harm associated in this event.

Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Device evaluated by MFR: log file shows that the customer performed complete calibration steps but tf 200 invalid calibration data - do not use device keeps active after a restart, technical failure 389 - no o2 dosing possible is still active intermittently and functional block screen shot attached but complete gas path test not performed. Also, based on the risk analysis questions, there is patient involvement, and intervention was required in this event.

Event description:
The customer reported that technical failure (tf) 389 - no o2 dosing possible is active on this unit. Furthermore, customer reported that tf 200 - invalid calibration data - do not use device is active even after performing a complete calibration. The customer reported that the problem with this machine happened during a ventilation on a patient and it was necessary to remove the patient from the ventilator because of the problem.